Manufacturer narrative:
This report is for unknown quantity of unknown titanium elastic nails (ten). Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown quantity of unknown titanium elastic nails (ten). PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: eamsobhana, perajit, ariyawatkul,thanase, kaewpornsawan, kamolporn (2016), combined ilizarov fixation and intramedullary nailing for treatment of congenital pseudarthrosis of the tibia, the journal of the medical association of thailand 2016, volume 99, issue 10, pages 1086-93. (Thailand). The objective of the study was to report the clinical and radiological results of this combined technique of ilizarov fixation with intramedullary nailing of the tibia for the treatment of congenital pseudarthrosis of the tibia (cpt). Between 1996 to 2005 ,thirteen pediatric patients who were treated for cpt using the combined technique were included in the study. The study population consisted of 7 girls and 6 boys, with age range of 1 to 14 years (mean 8 years). All patients had intramedullary nailing with synthes titanium elastic nails (ten). Clinical presentation and radiographs were evaluated and union time, secondary operations and time of follow-up were recorded. At final followup, condition of tibial and fibula pseudarthrosis, lld, refracture and deformities of the tibia and ankle were documented. The following complications were reported: four patients had persistent nonunion and had multiple surgical procedures for management of which. 2 cases achieved union after a secondary procedure using iliac bone graft. Pseudarthrosis of the fibula showed nonunion in 9 cases at final follow-up. 7 patients had revision for correction of deformity, and 7 patients had secondary surgery for management of limb length discrepancy (lld). An unknown number of patients had pin tract infections which were successfully treated by oral antibiotic and local wound care. Ankle stiffness was reported in 3 patients with degenerative changes of the ankle joint observed from radiographs. Three patients had refracture due to rod migration when leg-length increased and all of those refractures occurred at the original level of the pseudarthrosis. All cases of refracture were treated by the same combined technique (ilizarov and intramedullary nailing), with bone union being achieved in every case. All refractures healed in 3 to 6 months. The details of which were as follows: an 11 year old male patient was identified as having refracture. An 8 year old male patient was identified as having refracture. A 14 year old female patient was also identified as having refracture. This report is for unknown quantity of unknown titanium elastic nails (ten). This is report 1 of 4 for (B)(4).